Event description:
It was reported that the lead was attempted to be repositioned but this procedure failed. The lead was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, full lead was returned in segments. It was also noted that blood was on the conductors (not obstructed), the outer insulation was melted and there was apparent explant damage.